Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5062503) on (B)(6) 2016. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in may 2016. The patient's medical history included parity 3. Concomitant products included pancreatin (creon). On (B)(6) 2013, the patient had essure inserted. In may 2016, the patient was found to have a pregnancy with contraceptive device ("she is pregnant") with fatigue, breast pain, hunger and menstruation delayed. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, medical device discomfort, back pain, abdominal pain, abdominal distension, dyspareunia and abnormal weight gain outcome was unknown and the pregnancy with contraceptive device had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, medical device discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint on (B)(6) 2020: social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5062503) on 23-may-2016. The most recent information was received on 04-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. The patient's medical history included parity 3. Concomitant products included pancreatin (creon). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("she is pregnant") with fatigue, breast pain, hunger and menstruation delayed. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, medical device discomfort, back pain, abdominal pain, abdominal distension, dyspareunia and abnormal weight gain outcome was unknown and the pregnancy with contraceptive device had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, medical device discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to me following meddra [lt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: case become serious incident, essure removal done. Seriousness criteria removed for event pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.